Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility and/or upon completion of the legal manufacturer's investigation.

Event description:
The customer reported to olympus, the evis exera ii video system center had intermittent loss of video when erbe generator is activated. There were no reports of patient harm. Three attempts were completed to request additional information however, the customer has not responded to date. No additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h3. Based on the results of the investigation, the device was not returned, and a root cause could not be identified. No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.